Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the ECG had failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that there was a malfunction of the 3 lead ECG cable set (trunk, grabber). The ECG cable set was replaced resolving the issue and the device was returned to full functionality. The device remains in use at the customer's facility. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the xl+ is showing a lead off message. There was no reported patient involvement.